Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition.

Event description:
This supplemental report is being filed as the conclusion code was updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited intermittent high out of range (oor) pacing impedance spikes on the right atrial (ra) lead, measuring greater than 2000 ohms. In addition, the respiratory rate trend (rrt) signal was oversensed on the ra lead. The patient's ra lead was a non-boston scientific product. Boston scientific technical services (ts) discussed this could be due to a spring contact issue in the device header, and recommended programming off the rrt sensor and continuing to monitor the impedances. This crt-d remains in service. No adverse patient effects were reported.